Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during the past two routine follow-ups, alerts for long charge time were observed. Multiple capacitor maintenances were performed resulting in acceptable charge times. Device was explanted and replaced.

Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of device image. The device was tested on the bench and timed out during charging. A sudden drop in battery voltage was noted. Further testing with a replacement battery and external power supply produced normal charge times. The original battery was returned to the vendor for further evaluation and no anomaly was found. The root cause of the sudden drop in battery voltage and extended charge time could not be determined.

Event description:
New information notes that the device reached eri.